Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix would not extend on the right ventricular (rv) lead. There were also unstable and high thresholds. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The guide tooth of the lead was extrinsically damaged. The helix of the lead was extrinsically compressed. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with severe damage at the fixation site. No further helix function tests possible. If information is provided in the future, a supplemental report will be issued.